Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that one week post implant, dislodgement was confirmed via x-ray. The lead was explanted and replaced.

Event description:
It was reported that "dr was implanting the poly in the tibial tray. Th e poly was difficult to seat. He was using the triathlon impactor that comes in the set. It made a score mark in the poly. He did not think the impactor should be used for the poly. We had to open another poly liner. He used a different impactor. It seated fine."